Event description:
The pt had undergone an angiogram and stent placement earlier in the day for severe stenosis of the entire right and left iliac arteries. Following the procedure, a CT of the abdomen was ordered and revealed a retroperitoneal hematoma. The pt was taken back for emergent intervention. After having deployed a covered stent (rt. Iliac), the delivery system was being removed when the tip or beginning portion became caught at the bifurcation of the iliacs. It appeared that the tip (which is made of coiled wire) pinched the apex of the bifurcation. After multiple attempts, the catheter was finally able to be removed. However, post procedure the pt developed symptoms of occlusion and was taken for emergent surgery.